Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, broken battery tube threads, cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
Customer reported that the insulin pump was cracked on the side of the battery threads and scratched on the screen. Customer stated that the insulin pump does work. The blood glucose reading was 246 mg/dl. Nothing further was reported.